Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the implant damaged/stretched and to be attached to the pusher. The pusher was received completely damaged/stretched and broken into two parts at transition. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
Telephone number: (B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that the coil detached prematurely in microcatheter. A catcher device was used to remove the coil. The patient was reported to be fine.